Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer, the unit worked for 45 minutes before dying. He states he just received it back from going into repair. MDR filed.